Event description:
A customer reported getting air bubbles in the tubing line which surge into the patients eye during an unknown quantity of patient's vitreoretinal surgeries. The customer also informed that "the valve inside the tubing is not opening and closing". There has been no report of patient harm. Additional information has been requested for this report; however, no updates were received.

Manufacturer narrative:
A product sample was not retained by the customer. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).